Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining thyroid stimulating hormone (htsh) results within or slightly above the normal reference range for one (1) patient that did not match the patient's clinical picture. The result was generated on a unicel dxi 800 access immunoassay system, used in conjunction with access hypersensitive htsh reagent (lot 170014). The result was also discordant with results generated by the lab's alternate method for testing tsh. Results generated by the dxi 800 instrument were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Qc and system check data have not been supplied to date. Bec customer product line support (cpls) testing of the patient's samples confirmed the presence of a patient source interferant. Patient sample sourced interference is the root cause of the event.